Event description:
Additional information received from a healthcare provider (hcp) indicated the motor stall occurred at 09:58 hours on (B)(6) 2015 and the tube set message occurred at 09:58 on (B)(6) 2015. Upon re-interrogation, a motor stall recovery was noted to have occurred on (B)(6) 2015 at 13:32 hours.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received lioresal (2000mcg/ml, 529.7mcg/day) in an implantable pump for intractable spasticity and cerebral palsy. A motor stall was seen upon interrogation. The patient recently had an MRI. The MRI was not performed for a suspected device or therapy problem. The patient was had an MRI on (B)(6) 2015 to check the status of his shunt. The patient did not have the pump status checked post MRI. The patient came in for a refill on (B)(6) 2015 and the only events in the logs were a motor stall on (B)(6) 2015 and a tube set message on (B)(6) 2015. The reporter had not rechecked the logs after initial interrogation. There was no volume discrepancy and the refill and the patient did not complain of any therapy issues. There was also no audible alarm heard. It was discussed to re-interrogate the pump and view the logs. Additional information was requested from the healthcare provider (hcp) regarding if the pump logs were able to be retained and if the motor stall recovery was confirmed. If additional information is received, a follow-up report will be submitted.